Manufacturer narrative:
Correction made to d1: brand name: homechoice automated pd set with cassette (previously submitted as homechoice automated pd set/wcass,-4 prong, eur.) Additional information was added to d9, g1: device manufacturer postal code, h3, h6 & h11. G1: device manufacturer postal code: 738750 h11: the device was received for evaluation. Visual inspection was performed and there was no cap on the patient line. Leak test, self-test and priming were performed, and no issues were observed. The reported condition was verified. The missing patient line cap was unlikely caused during assembling the patient line cap. The missing cap was found during set up and there is no report of missing cap found before the set was opened and removed from the pouch. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cap (pull ring) missing form a homechoice cassette. This occurred before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.